Manufacturer narrative:
(B)(4). Correction: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4).the device was returned for analysis. The separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
Subsequent to the previously filed medwatch, the return device analysis revealed the catheter tip was separated and the separated portion of the tip was not returned. The site reported that the tip was damaged during preparation for shipment and the tip was discarded by the site. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion with moderate tortuosity and mild calcification in the mid left anterior descending artery. A 2.25x28 mm xience v stent delivery system (sds) was advanced toward the target lesion and was not able to cross due to the patient anatomy. Additionally, a hypotube separation occurred. There was no interaction of devices. The sds was removed and an unspecified device was used to successfully complete the procedure. The sds was simply withdrawn from the patient anatomy. There were no other device/procedural issues noted. There was no adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.